Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18617115.

Event description:
It was reported that the patient had an infection and underwent an explant procedure for the entire system. The physician opened the pocket and it was full of puss. The explanted percutaneous leads were discarded.